Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00141 on 10-sep-2025. Additional information (18-sep-2025): siemens reviewed the instrument data and observed no performance errors. Based on the available information, the cause of the falsely depressed creatinine (cre2) result is unknown. The investigation findings and investigation conclusions codes of section h6 were updated to reflect the additional information. The system is performing within specifications. No further evaluation is required.

Event description:
The customer reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension vista 500 intelligent lab system. The erroneous result was reported to the physician(s), who questioned the result. The sample was not repeated further. Prior to obtaining the erroneous result, three different samples were drawn from the same patient and processed on the original system. The results from these previously drawn samples were higher than the erroneous result and were reported to the physician(s). After the erroneous result was obtained, two new samples were drawn from the same patient and processed on the original system. The results from the newly drawn samples were also higher than the erroneous result and were reported to the physician(s). The higher results obtained from these five samples were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension vista 500 intelligent lab system. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. Siemens is evaluating the event.